Manufacturer narrative:
Original MDR 2517506-2019-00290 was filed 18-jul-2019. Additional information (30-jul-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed thyroid stimulating hormone (tshl) result. Hsc reviewed the instrument data. No product non-conformance was identified with the assay or instrument. Quality control and calibration were within conformance during the test event date. No other samples were reported to have a similar occurrence. The instrument is operational. The cause of the event is unknown. The device is performing within specification. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a falsely depressed thyroid stimulating hormone (tshl) result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant falsely depressed thyroid stimulating hormone result (tshl) was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed on the original dimension exl and an alternate dimension instrument and a higher result was obtained. A new sample was collected and higher results were obtained. A corrected result was reported. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed tshl result.